Event description:
The pt reportedly experienced loss of lock. Programming adjustments were made and external equipment was exchanged; however, this did not resolve the issue. The pt's device was explanted and the pt was reimplanted with another cochlear implant.